Event description:
The stem disengaged from the femoral component. Due to the loose stem in the bone, the bone (femur) broke. Due to backorder, the hospital and the patient had to wait 2 weeks until revision surgery could be done.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.